Event description:
It was reported that approximately 94 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address pain, loss of function and osteolysis. The loss of function was not a gradual loss of function, but more of an ¿all of sudden¿ event per the report. Upon extracting hardware, the humeral head, replicator plate, and stem were all extracted without much difficulty. Moving to the glenoid side, the glenoid came out quite easily with all 3 peripheral pegs attached but the cage was not attached as it had snapped from the poly. The threaded cage extraction instrument was threaded into the cage and a slap hammer was used to remove it. All parts and pieces were removed. The cage had broken off in the glenoid but was removed in its entirety. There were some clear signs of osteolysis as the glenoid had become quite medialized. The surgeon extracted all hardware and converted to a competitor¿s devices per his plan. The patient left the operating room in stable condition. No further issues or complications were reported. X-rays were provided. The device is not available for return as the hospital kept them. Device images were provided. No additional information is available.

Manufacturer narrative:
D10: concomitant devices 4332823 300-10-45 - equinoxe replicator plate 4.5mm o/s 4346005 300-20-02 - equinox square torque define screw drive kit 4474813 310-01-44 - equinoxe, humeral head short, 44mm (alpha).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely due to fracture of the glenoid component. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.